Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was visually inspected and pressure tested. Results: the swivel wye and swivel elbow were not fitted together when the breathing circuit was received for investigation. The swivel wye and elbow were connected together and the breathing circuit was pressure tested. The pressure test showed that the returned breathing circuit was within specification, however the swivel wye and elbow detached. A lot check revealed no other complaints have been received for lot date 140614. Conclusion: the swivel wye and swivel elbow detaching was most likely due to physical damage. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuit was in use for approximately one day before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt266 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt266 infant dual-heated evaqua2 breathing circuit caused a leak alarm on a servo ventilator during use. No patient consequence was reported.